Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reader was extremely warm and was too hot to put on the skin. No troubleshooting indicated. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.